Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the fluoro image was blurry or was displayed black. This may cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.